Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be confirmed. The pump wasn't working and causing the device to overheat and the overtemp alarm to go off. After the pump was replaced, the device passed all functional testing. A service history review found that there were no previous repairs noted within the last 12 months.

Event description:
It was reported that the pump was over heating/not pumping water. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.